Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr examined the alinity I processing module and found a leak in the trigger manifold area coming from the heater tube. The fsr adjusted the trigger/ pre-trigger heater connection (ln a-30109499-01) which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results reported by the customer since the current complaint. Trending review determined no trends identified for the product for the issue. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Patient identifier: sample ID (B)(6) (all the sample patient, different sample aliquots) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I (B)(6) results for a patient while running on the alinity I processing module ((B)(4)). The following data was provided (B)(6). On the (B)(4), found a sample confirmed (B)(6). On the (B)(4), the same extractions showed the following results: (B)(6). The customer stated that the alinity, (B)(4) is working properly and is questioning the (B)(6) results generated from alinity, (B)(4). There was no impact to patient management reported.